Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be interrogated. During previous follow-up in (B)(6) 2017, the estimated remaining longevity of the device was 32%. During a remote follow up on (B)(6) 2017, several attempts to get the patient connected to the monitor failed. When the patient experienced increased feelings of shortness of breath, the patient was booked to undergo a stress test on (B)(6) 2018. During the stress test, there was no pacing noted when the patient was in sinus rhythm with a left bundle branch block. In the last device check, the patient denied receiving any vibratory alerts for the device reaching its end of life. Since the device was suspected to have experienced premature battery depletion, it was explanted and replaced. The patient tolerated the procedure well and was stable before, during, and after the procedure.